Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net for a low high voltage lead impedance (hvli) trend. The patient was brought into clinic and a chest x-ray was performed and evaluated. There was no externalization seen on the right ventricular lead. The patient performed isometrics and noise was seen on the right ventricular (rv) tip-superior vena cava (svc) coil. Noise was not seen on the rv tip-rv coil vector. The svc coil was removed from the shocking circuit and the hvli was in range. Programming changes were made. The patient received anesthesia and the physician performed shock testing and induced ventricular fibrillation. The physician documented svc coil failure and the patient was discharged with no issue pre, during and post the device testing procedure.